Manufacturer narrative:
The device has not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine any root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached 600 mg/dl 8 hours after the pod was activated. She stated the needle mechanism did not fire correctly.